Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use with a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the ai pcb, the power supply and a communication cable. The unit passed extended self testing.